Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal dilaudid 1 0mg/ml at 14.984/day. The lot number was unknown. The indications for use were non-malignant pain and failed back surgery syndrome. The patient heard a non-critical alarm over the last week (as of (B)(6) 2016). The logs were read on (B)(6) 2016, and the logs did not show any alarm occurred. There were no symptoms reported. Eri (electronic replacement indicator) read less than one month. The health care provider (hcp) planned on replacing the pump in the near future. The cause of the alarm and actions/interventions taken related to the alarm were unknown. Follow up was conducted. If additional information becomes available, the event will be updated. Additional information was received from a healthcare provider. The cause of the alarm appeared to be some type of malfunction due to the battery. The pump was turned down to the lowest possible dosage delivery.